Manufacturer narrative:
H3: one device was returned for repair in used condition. Service history review identified this device has not been in for service previously. Visual evaluation of device found no external damage. There was check clutch/plunger lever error in history. The reported problem was replicated, caused by clutch half's not working as intended. Replaced clutch half's left and right with leadscrew and spring for the issue. Performed function and delivery tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a check clutch/plunger lever error. The event occurred during occlusion testing, there was no patient involvement.